Event description:
The serial number for the epg was not noted. It was further reported that the patient was asystolic during the period without pacing.

Event description:
It was reported that a semi-permanent pacer was being inserted and the lead was tested and functioned fine using the alligators, however capture was absent or intermittent when the patient cable was attached using the connector. The patient cable was pushed past where it was making contact with the connector block of the external pulse generator (epg), which caused a loss of capture. A second cable was used with the same issue. The attending physician was able to determine that repositioning (slightly pulling back) the cable in the connector fixed the problem and capture was attained and maintained. It was further reported that the problem seemed to come from inserting the pin ¿too far¿ or pushing ¿too hard¿ and relieved by slightly pulling back. The status of the epg is unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined.